Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2367 which occurred on the homechoice during use during initial drain. The baxter technical services representative reviewed the alarm log and found a system error 2240 alarm. The hp had forgotten to clamp the final line. The hp would start over with new supplies and contact her nurse. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. She stated that after starting over with new supplies, therapy went well. She stated that she was going to contact her nurse today about the incident, and she stated that therapy had been going well since. Bps contacted the registered nurse on (B)(6) 2011. She stated that the patient had not contacted the clinic regarding the event. Bps informed the nurse of the patient's user error. The nurse stated that the patient has been continuing therapy on the homechoice and that everything was going well. There were no adverse effects reported in relation to this incident. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The cause was determined to be use error - a clamp was left open on the final ine. The label review found the patient at home guide to be adequate for the use error in this incident.